Event description:
A consumer reported ten days following intraocular lens (iol) implant surgery, he was still on medication and was having trouble reading. In a follow-up phone call, the consumer reported his vision is still blurry. He reported he has seen a retinal specialist who told him he has swelling of the retina which is interfering with his vision. He stated glasses do not help and he has been told his problem is "behind the eye." The consumer did not provide the surgeon's contact information; therefore, no follow-up could be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. The consumer did not provide the surgeon's contact information; therefore, no follow-up could be conducted. (B)(4).